Event description:
The customer reported that the device had a 433 error code upon powering on. No harm reported.

Manufacturer narrative:
E1: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.